Event description:
A breast biopsy attempt was made using the en-bloc system. The first probe used resulted in a broken wire (no tissue was obtained). The second probe also resulted in a broken wire. The second probe exited the breast opposite the incision site creating a -1mm wound. Pt was in pain. A piece of the cut/capture cable needed to be removed with tweezers. The physician aborted case, no specimen was obtained. The wound was closed with dermabond.